Manufacturer narrative:
This follow-up report is being filed to relay this report is a duplicate of 0001825034-2017-07237.

Manufacturer narrative:
(B)(4). Date of event - unknown date one year prior to revision. Unknown date in 2014. Customer has indicated that the product will not be returned [location unknown] to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-05107 and 0001825034-2017-05109.

Event description:
It was reported that the patient underwent an elbow arthroplasty revision due to septic loosening approximately two (2) years postoperatively, with onset beginning approximately one (1) prior to revision. Attempts have been made and additional information on the reported event is unavailable at this time.